Event description:
It was reported that leakage was observed from the bottom of the infusor patient control module watch chamber. It was reported that this occurred during filling of the device with ¿sufental-290, emcaine-20, ropiva-10¿ and normal saline for a total fill volume of 100 ml. The reporter stated that the reservoir did not appear to be damaged. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured september 19, 2012 ¿ september 21, 2012. Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed. During and after fill, no evidence of leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.